Event description:
It was reported that the user experienced a signal loss with a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet bionic pancreas that triggered a reconnecting alert, after which the user re-entered the sensor code and restored glucose readings on the pump. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of cgm data display on the pump without clinical intervention or hospitalization. User support included customer support troubleshooting and education regarding cgm connectivity and device pairing, including guidance on toggling between supported cgm integrations if needed. Investigation of this case revealed intermittent cgm-to-pump communication interruption consistent with transient signal loss, with normal function restored after user-initiated reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user corrective action resolving a transient communication issue.